Manufacturer narrative:
Other applicable component is product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that desktop charger connector pin was broken. Patient also noted that their ins had since died since they were unable to recharge it. A replacement desktop charger was sent. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the recharger (serial # (B)(4)) revealed it had a broken connector pin. Fdc 67; fdm 10, 23, 26 and 38; fdr 180 and 426 apply to recharger (serial# (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient stating that the replacement desktop charger resolved the broken connector pin and dead implant. No further complications were reported as a result of this event.